Manufacturer narrative:
The event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system.

Event description:
A consumer reported that their charger exploded. No injury or property damage was reported.

Manufacturer narrative:
D4: revised serial number (rfb) from required to no information. H1: revised type of reported complaint from anticipated serious injury to product problem h4: revised manufacture date (rfb) from required to no information. Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product was not returned to confirm a malfunction has occurred.